Manufacturer narrative:
A ge service rep performed an on site investigation. The power switch was replaced during the service call.

Event description:
The customer reported that the 9600 system is down. No pt injury was reported.